Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric fingerprint login was not working, which located on celc3ms. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fingerprint reader failure. A field service engineer arrived at the station and found that the biometric identifier was not responding in the application state requiring maintenance during log in. The fse reset the universal serial bus cable on both the docking board and the fingerprint reader, reset all universal serial bus ports and cables on the docking board, rebooted the system, and then tested the device to confirm proper operation. The system functioned as intended field service engineer repaired the device.